Event description:
It was reported that (2) devices were used during an intestinal resection. It was reported by the rep that two-three days postop, the pt experienced pain. Free air was detected in the right diaphragm requiring surgical intervention. There was a leakage at the anastomosis site. The pt was discharged in 9/2000 and readmitted in 9/2000 for perforations of small bowel at anastomosis. The info provided on devices used was that the surgeon used the gia (tlc55) an ta (tx60).